Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer reported that blood glucose was 166 mg/dl at the time of incident and current blood glucose was 46 mg/dl and customer ate breakfast. The customer reported that last night lost signal and saw that the metal piece was still in him. Troubleshooting was declined for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula stuck inside the broken needle canal. Missing needle hub. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.